Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire medical failure analysis technician was unable to confirm the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that the lap top ventilator was not choosing the next breath correctly while connected to a patient. The customer stated that the patient's saturation began to drop, was immediately removed from the ventilator, and provided positive pressure ventilation via a bag mask valve. The customer also stated that the suspect ventilator was leaking internally, stacking breath and the positive end expiratory pressure (peep) alarm was not accurate. The customer confirmed that there was no patient harm associated with the reported event.